Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h4, h6 visual examination of the returned product identified nicks, gouges, and scratches were noted from previous uses. Strike plate shows indentations. Hex bolt is confirmed to not seat correctly. The bolt is able to retract beyond the welded pin in the distal end. The hex bolt does not press down into the hole fully. When fully retracted the threads fall inside the distal end hole and the washer is visible. It is unable to confirm if there is damage within the distal end. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screw was broken to tighten the shell to the cup inserter. It was noticed in central supply the screw was loose. It did not seat properly, and the handle needs to be replaced. This did not affect surgery. No consequences or impact to the patient.